Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not align on the display. It was indicated that the printed circuit board (pcb) to overlay connection required cleaning and reseating. Analysis could not confirm electrocardiogram (ECG) noise, no patient cable was returned with the programmer. Analysis confirmed that the power cord bay was broken. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. Also, the electrocardiogram (ECG) channel had noise and the cover was broken. The programmer was returned for service. There was no patient involvement.